Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-504h-(B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing exhibits minor scratch marks, signs of melting, partially erased blue arrow indicator, and erased red octagonal sign. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a prostate procedure at 59,965 joules and 20:23 mins of use; the "fiber displayed as expired" was noted. The tip (cap) of the fiber was not cleaned during the procedure. The procedure was completed using second fiber. Patient outcome: no patient injury was reported.